Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6). See scanned page.

Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced grade 3 cystocele, grade 2 vaginal vault prolapse, stress urinary incontinence, and underwent a 2nd surgery on (B)(6) 2008.